Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 4 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 9mm proximal to the distal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 4 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.